Event description:
The lead was attempted on (B)(6) 2011 due to dissatisfied with product. Lead would not move to desired postion on lateral wall. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).